Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
One patient with anti-big e failed to react with 0.8% resolve panel a lots vra306 ((B)(4)) and vra307 ((B)(4)). Patient reacted 1+ with 0.8% surgiscreen screening cell 2. Account was able to identify anti-big e using 0.8% resolve panel b - e positive cells reacted 1+. No harm came to patient. Only big e negative units were selected for possible transfusion. Testing occurred (B)(6) 1208. Reported 8-2-2018. Methodology used: vision. Daily qc performed and found to be acceptable. Sample type: edta plasma. Cards/cassettes/rbc storage condition temperature: per IFU. Visual appearance before use: all reagents have a normal appearance prior to use.